Manufacturer narrative:
Upon visual inspection, the device was found to have a failed adaptor cord assembly. The device was repaired and returned to the user facility.

Event description:
It was reported that during testing conducted at the manufacturer facility the cast cutter cord assembly was found to be cut with bare wires exposed. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.